Event description:
A customer reported issues with an insulin cartridge where the insulin gauge displayed an unexpected amount, and the device indicated the cartridge was out of insulin despite being full multiple times daily. There was no reported adverse impact on the customer's blood glucose levels. The customer was in the process of securing a new pump, and customer technical support (cts) attempted follow-ups via email and phone to gather more information but eventually planned to close the case after unsuccessful contact attempts.